Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The software needed to be reloaded and the system calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 had an error message, and rebooting the system did not correct the problem. The pt had to be moved to complete the procedure. There was no adverse effect on the pt reported.